Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that the physician was going to remove a hematoma from the pocket however the procedure was postponed due to swelling of the pocket. It is suspected that there is an infection. There were no additional adverse effects reported. The product remains in use for now.